Event description:
The patient contacted baxter's technical service center regarding a high drain 105, which occurred on the homechoice pro (hcp) during use. The alarm would not clear and the patient could not get the hcp to read any of their therapy. The device was swapped. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) regarding the high drain 105 alarm. The pdn stated she was not aware of the alarm and that as far as she knew the patient was doing fine. The pdn stated the patient has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was determined to be: insufficient drain, use error, tidal uf removal set too low. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv), and the iipv was duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.